Event description:
It was reported through clinic notes that the vns is so tight it pulls when turning her head to the right and causes pain. The patient was referred for lead revision but surgery has not occurred to date. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. Prophylactically. No further relevant information has been received to date.